Manufacturer narrative:
Concomitant medical products: 8637-40 neuro pump, implanted: (B)(6) 2013. A2dr01 ipg, implanted: (B)(6) 2016. 8711 catheter, implanted: (B)(6) 2016. 8709 catheter, implanted: (B)(4) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead demonstrated undersensing during stored electrograms (egm) resulting in inappropriate mode switch during arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction:if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead demonstrated undersensing during stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.